Event description:
It was reported that on 09 july 2024, that the monitor was hot. The c6 monitor was charging and the charging cord became hot. The monitor itself was warm and would not power off. The monitor displayed a message about high temperature. The patient attempted to power off the monitor but was unable to do so. The patient also reported that the monitor and charging cord cause property damage however did not elaborate what was damaged however, the patient did report that the they were burnt due to the overheating monitor and charging cord. The patient did not require medical treatment for the burnt finger. A replacement was order. Additional information was requested but was unsucessful.

Manufacturer narrative:
It was reported that the mcot monitor was hot and the mcot monitor charging cord became hot. The mcot monitor was returned for device evaluation. Monitor was inspected for general physical integrity, was found to have damage at the charge port. Monitor was not functional to charge. No additional testing could be performed. Engineering evaluation was able to confirm the melt event. During visual inspection the charging port was visibly burnt although there is no evidence that the monitor itself was the source of the melt. Philip's am&d is further investigating this known malfunction.